Manufacturer narrative:
(B)(4). Describe event or problem - correction to remove statement "product data was returned for evaluation. Data was reviewed on 07/05/2016 . The reported event of transmitter failed error was not confirmed. A root cause could not be determined." From the initial MDR as this was submitted in error. There was not data received for this complaint. Correction: method code - correction to remove code from initial MDR. Result code - correction. Conclusion code - correction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report a transmitter failed error that occurred on (B)(6) 2016. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 07/05/2016 . The reported event of transmitter failed error was not confirmed. A root cause could not be determined.